Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, there was coagulated blood at the implantable cardiac monitor (icm) insertion site. The patient received two stitches. The icm remains in use. No further patient complications have been reported as a result of this event.